Event description:
Pt was undergoing microlaser laryngoscopy with biopsy and removal of vocal cord papilloma. There was noted difficulty on attempts to extubate the pt. The laryngoscope was reintroduced, the balloon was deflated and the tube was removed atraumatically. A prominent lip was noted just above the balloon on inspection.